Event description:
This procedure is part of (B)(4): pre-discharge the subject experienced slowing of speech with some difficulty word finding. Patient recovered without sequelae. Please reference MDR 2183870-2011-00231 for the protege rx used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).